Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there is no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient's spouse reported that the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. On 1(B)(6)2024, the patient experienced diaphoresis, dizziness, and lethargy. The cgm was reading 82 mg/dl and the blood glucose reading was 58 mg/dl by the reporter. Another bg was 60 mg/dl. The reporter gave the patient 1 vial of liquid glucose and called an ambulance. Emergency medical service arrived, the bg was 69 mg/dl and the patient was transported to the emergency department. There, the patient was given 2 vials of liquid glucose and 2 doses of narcan. The patient was bradycardic. The patient was discharged after 4 hours with a bg of 232 mg/dl. There was no documentation of treatment for hyperglycemia and lethargy continued. The patient was recovering at the time of the report the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when the patient experienced symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)